Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual, dimensional and functional analysis could not be performed as the device was not returned and is still implanted. Conclusion: because the device was not returned for evaluation, the root cause could not be determined conclusively.

Event description:
It was reported that the surgeon was placing a cage in an l4-5 disc space. After positioning the cage, the surgeon attached the syringe and plunger comb and began turning the plunger. Under fluor, he could see the cage raising while the pressure gauge began raising. Once the pressure gauge reached the green to yellow transition point the syringe slowly lost pressure. No fluid was visible from any of the attachment points outside of the wound. It was noticed fluid was leaking into the wound. The syringe was removed and refilled with fluid and the surgeon re attached the syringe and attempted to raise the cage again with the same results. At this point the surgeon attached the rotator to the rotator rod in attempts to check if the cage was still securely attached to the inserter. On a/p fluoro inspection it appeared to the surgeon the cage was raising asymmetric and the leading edge of the cage did not raise. Surgeon proceeded with the surgery dis-attaching the inserter to the cage.

Event description:
It was reported that the surgeon was placing a cage in an l4-5 disc space. After positioning the cage the surgeon attached the syringe and plunger comb and began turning the plunger. Under fluor, he could see the cage raising while the pressure gauge began raising. Once the pressure gauge reached the green to yellow transition point the syringe slowly lost pressure. No fluid was visible from any of the attachment points outside of the wound. It was noticed fluid was leaking into the wound. The syringe was removed and refilled with fluid and the surgeon re attached the syringe and attempted to raise the cage again with the same results. At this point the surgeon attached the rotator to the rotator rod in attempts to check if the cage was still securely attached to the inserter. On a/p fluoro inspection it appeared to the surgeon the cage was raising asymmetric and the leading edge of the cage did not raise. Surgeon proceeded with the surgery dis-attaching the inserter to the cage.